Event description:
It was reported inner draw rod/inner shaft of removal driver broke during screw extraction.

Manufacturer narrative:
Device history review; complaint history review; risk assessment; manufacturing review revealed a part that was approximately six years old. The probable root cause is normal wear.

Event description:
It was reported inner draw rod/inner shaft of removal driver broke during screw extraction.